Event description:
During follow-up, oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and suggested performing provocative tests. No intervention has been performed at this time. The patient was in stable condition.